Event description:
Screw head came off during operation. A new screw was used without any further problems. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The measurable dimensions of the pedicle screw were reviewed. It was determined that the dimensions comply with the diagrams and specifications. The bone screw is undamaged. The visual inspection revealed the collet is blocked in the upper position, ready for the screw head to be clicked off. Functional testing revealed after releasing the collet, it moved correctly again in the screw head. A possible cause for the loss of the screw head may be that the silver collet in the screw head was blocked in its upper position while being screwed in. If the head bears on anatomical structures in this configuration, it can follow that the head comes loose from the bone screw while being screwed in. This complaint has been determined to be indeterminate. (B)(6).